Event description:
Medtronic received a report that 3 axium coils were stuck in the sheath. With continuous flushing, the coils inside the coil plastic sheath were carefully inserted into the rhv up to the microcatheter proximal hub. While pushing 1-2cm of the coils, there was a resistance felt inside the coil sheath. The coils couldn't enter the microcatheter hub and were stuck inside the coil plastic sheath. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were reported. Additional information was received. The patient was undergoing treatment for a right anterior communicating artery-acom (acoma) an eurysm measuring 3 mm x 8 mm. Vessel tortuosity was normal. The patient was discharged following the procedure with no symptoms related to the reported resistance. The device was prepared in accordance with the IFU. Resistance was encountered in the sheath, which was determined to be caused by the coil being stuck in the plastic sheath. No resistance was noted at the catheter hub. The catheter used was not a medtronic product. A continuous saline flush was maintained during the procedure per the IFU. During preparation, the introducer sheath was held horizontally on the table while the implant coil was pulled back inside during hydration. The procedure was completed without adding additional coils, and no complications were reported.

Manufacturer narrative:
H3: the axium prime devices were returned for analysis. No microcatheter or any introducer sheath were returned. The pushwire was found to be bent at 34.6cm and kinked at 142.7cm from the proximal end. The implant coil was found to be broken off and not returned. The shield coil was found to be in good shape. No other anomalies were observed. No testing was able to be performed as no introducer sheath or implant coil were returned for assessment. Based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed; however, the event could not be ruled out. The damaged caused to the axium prime device was found to be consistence with advancing the device against resistance. No introducer sheath was returned for assessment. The axium prime device was returned damaged with the implant broken off. A few possible causes of ¿coil resistance/stuck in sheath¿ are, but not limited to, damage during preparation, overtightening of rhv, improper hubbing technique, and/or due to an inverted sheath; however, the root cause was unable to be determined. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). A continuous saline flush was maintained during the procedure per the IFU. During preparation, the introducer sheath was held horizontally on the table while the implant coil was pulled back inside during hydration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.